Manufacturer narrative:
(B)(4). The lead tip measuring 40.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that fracture was observed. The lead was capped and replaced. The patient was stable.